Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 5.0 cm and other locations throughout its length. The distal tip of the introducer sheath had coagulated blood inside. The embolization coil was intact with its pusher assembly and had offset coils. Conclusions: evaluation of the pod6 revealed multiple kinks through the length of the pusher assembly. Therefore, we are unable to determine which kink was the complaint kink. If the pod6 is forcefully advanced against resistance, damage such as kinks may occur. No other devices associated with the complaint were returned for evaluation, and therefore, the root cause of resistance could not be determined. During the functional tested, resistance was encountered while attempting to re-sheath the pod6 due to coagulated blood within the introducer sheath, and the pod6 could not be retracted into its introducer sheath. Some of the pusher assembly kinks may be incidental to the reported complaint and may have occurred during packaging for return to penumbra. Evaluation of the pod8 revealed multiple kinks along the pusher assembly and a fracture; therefore, we are unable to determine which kink was the complaint kink. If the pod8 is forcefully advanced against resistance, damage such as a kink may occur. Further manipulation of a kinked pusher assembly may result in a fracture. No other devices associated with the complaint were returned for evaluation, and therefore, the root cause of resistance could not be determined. Further evaluation of the pod8 revealed a compressed pet lock on the proximal end of its pusher assembly. This damage and some of the pusher assembly kinks were likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-02426.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-02426.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod6, pod8, ruby coil, lantern delivery microcatheter (lantern), and a non-penumbra microcatheter. During the procedure, the hospital fellow experienced resistance while advancing the pod6 into the non-penumbra microcatheter, and subsequently, the pusher assembly of the pod6 kinked. Therefore, the pod6 was removed. Next, a ruby coil was successfully placed in the target vessel. While advancing a pod8 into the smaller portion of the vessel, the physician experienced resistance. The physician then pulled back and reattempted to advance the pod8; however, resistance was experienced again, and subsequently, the pusher assembly of the pod8 kinked. Therefore, the non-penumbra microcatheter and the pod8 were removed. The procedure was completed using a lantern and a pod5. There was no report of an adverse effect to the patient.